Event description:
User facility stated they have had two suction canisters 'explode' before use. There were no patient or caregiver consequences. Facility contact states they are now leaving the irrigator in on position, instead of shutting it off. Shutting it off raises vacuum in canister to maximum level.